Event description:
The customer reported via phone call that they received a motor error alarm during a prime. Customer's blood glucose was 116 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Cracked reservoir tube lip and cracked case near display window corners noted during visual inspection. Pump failed displacement test (234.0 units left on status screen) and intermittent motor error alarms during rewind due to out of phase motor encoder signal.